Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair procedure, the cap and seal of the trocar broke and fell into the peritoneal cavity (lower abdomen). The surgeon was able to retrieve it. There was no patient injury.